Event description:
The patient was initially referred for a prophylactic generator replacement. Clinic notes were later received reporting that the patient is having "more seizures within the last few weeks compared to normal." The clinic notes state that the physician assessed, "my impression is vns generator depletion". No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
An implant form was received confirming that the patient's generator was explanted and replaced prophylactically. The explanting facility historically discards explanted devices, and therefore the explanted product will not be returned for product analysis. No other relevant information has been received to date.